Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could no longer be duplicated. The device was through extensive testing without duplicating the malfunction. The processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "self test failed" message for defib and pacer. Complainant indicated that there was no patient involvement in the reported malfunction.